Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tip of the clips scissored on the cystic duct. Used another like device to complete the procedure. There was no pt consequence.